Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 358 mg/dl. It was reported that the alarm was resolved by a complete set change. Customer stated that she had 3 sets earlier with a no delivery alarm. Two of the sets had adhesive that folded over itself. Customer was advised that all 5 sets and reservoirs would be replaced due to the issues. Customer was removing the adhesive paper prior to filing the tubing. Customer was advised to perform the correct process. Customer would like to return the set and reservoir for analysis. Customer will be sent replacement reservoirs and infusion sets. No further assistance needed.